Event description:
It was reported to boston scientific corporation that an endovive two- port through the peg jejunal feeding tube (j-tube) was being used to administer medication for the advanced stage parkinson¿s disease. Procedure date was (B)(6) 2013. According to the complainant, the jejunal tube migrated into the patient's gastric cavity. It was reported that the retention rings were properly attached. The jejunal tube was replaced on (B)(6) 2013. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) jejunal tube migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.